Event description:
It was reported that the MRI probe would not complete the initialization process. The physician was able to complete using an 8 gauge procedure kit. There were no patient consequences reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.